Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652, implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
The patient's spouse reported that the patient was experiencing syncope, chest pain, shoulder pain at implant site and severe fluid collection in feet and ankles one month post-implant. The patient's primary physician had been seen and it was reported the electrocardiogram (EKG) was not good or less than optimal and that the "pacemaker is either not working well or not working at all." The device remains in use. No further patient complications have been reported as a result of this event.